Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and the experienced a pneumothorax. A chest tube was inserted to resolve the pneumothorax and the patient was hospitalized. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Isi has attempted to contact the physician to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. This complaint is being reported as an adverse event due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized. At this time, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in patient information is not available.